Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) is currently underway. The reported problem (not charging batteries) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery charger.

Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that his charger was hot to the touch. The pt also reported that the charger did not appear to be charging the batteries. The pt was provided with a replacement charger.